Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode. The user managed the event without contacting support or requiring medical intervention. There was no further information provided upon follow up.